Event description:
Approximately five minutes prior to completion of dialysis (machine use), staff heard "pop" noise and blood started leaking from venous end of dialyzer (where line connects to venous ends of dialyzer). Aprox 60cc blood loss. Pt suffered no ill effects. This is a 74 year old man. See report 0001 for devices and followupdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, none or unknown. Results of evaluation: design, none or unknown, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.